Event description:
The manufacturer received information alleging a "service required" alarm condition was observed. There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure of the device to charge its internal battery was observed. The device's power management board was replaced to address the issue.